Event description:
Reportedly, this device was explanted at implant due to central regurgitation. Reportedly, the device is being returned for eval.

Manufacturer narrative:
The device is pending eval. Device not returned.